Event description:
Boston scientific crm received information that this right ventricular (rv) lead triggered the lead safety switch (lss) on the device. When impedance measurements were tested in bipolar pacing mode, high out of range impedance measurements were noted of greater than 2500 ohms. To date, no adverse patient effects were reported. Additional information was received that this rv lead exhibited noise. A lead revision was performed where this lead was surgically abandoned and a new lead was successfully implanted. Other than the procedure, no adverse patient effects were reported.